Event description:
Healthcare professional reported injecting a patient in the cheeks with skinvive¿ by juvéderm®. Half a month later, the patient was injected in the hands with juvéderm® voluma¿ xc. The patient experienced a non-device related ¿cold¿ and ¿3 rounds of swelling¿ after the patient was prescribed medication. The ¿swelling¿ goes down but returns in 48 hours. The patient was treated with 3 ml of hylenex. The patient experienced ¿delayed onset inflammation.¿ the patient was treated prednisone and when tapered down from 40 to 20, ¿red bumps¿ appeared on the face. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This MDR is being submitted for the first suspect product skinvive¿ by juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.